Event description:
It was reported that post implant, while still in procedure room, the implantable cardioverter defibrillator (ICD) exhibited difficulty to establish bluetooth telemetry and had an error message. After multiple attempts the error message was cleared and bluetooth telemetry was established. The patient condition was stable.